Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 they received a "sensor failed" alert on their receiver. The wire was not present when the patient looked for it. Patient states there was no difficulty inserting the wire.